Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 152mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the father to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a protruded/loose drive support disk. The unit had missing end cap sticker.